Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression "), suicidal ideation ("suicidal thoughts"), gallbladder disorder ("gallbladder issues"), abdominal distension ("bloating"), back pain ("low back pain"), visual impairment ("visual changes"), menorrhagia ("heavy menstrual periods with clots"), headache ("headache"), sinus disorder ("sinus issues"), neck pain ("neck pain") and disturbance in attention ("decreased mental focus") and was found to have weight increased ("weight gain") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (robot-assisted total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, weight increased, depression, suicidal ideation, gallbladder disorder, abdominal distension, back pain, visual impairment, menorrhagia, headache, sinus disorder, neck pain, disturbance in attention and heart rate irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, depression, disturbance in attention, gallbladder disorder, headache, heart rate irregular, menorrhagia, neck pain, pelvic pain, sinus disorder, suicidal ideation, visual impairment and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression "), suicidal ideation ("suicidal thoughts"), gallbladder disorder ("gallbladder issues"), abdominal distension ("bloating"), back pain ("low back pain"), visual impairment ("visual changes"), menorrhagia ("heavy menstrual periods with clots"), headache ("headache"), sinus disorder ("sinus issues"), neck pain ("neck pain") and disturbance in attention ("decreased mental focus") and was found to have weight increased ("weight gain") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (robot-assisted total hysterectomy with bialteral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, weight increased, depression, suicidal ideation, gallbladder disorder, abdominal distension, back pain, visual impairment, menorrhagia, headache, sinus disorder, neck pain, disturbance in attention and heart rate irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, depression, disturbance in attention, gallbladder disorder, headache, heart rate irregular, menorrhagia, neck pain, pelvic pain, sinus disorder, suicidal ideation, visual impairment and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received : case became serious incident. New event of chronic pelvic pain added from mr. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.